Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing label as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of missing label. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when preparing the bd vacutainer® sst blood collection tube for use the devices had no label. The following information was provided by the initial reporter. The customer stated: "when preparing the devices for use, it was found the collection devices lacked labels."